Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported device alarm behavior. The fse isolated the fault to the exhalation flow transducer (xdcr) out of calibration. The calibration procedure for the transducer's was performed and passed , which resolved the reported event. An operational verification procedure was also performed and passed. Having met manufacturing specifications the device was returned to the customer for use. At this time, no hardware failure was identified therefore, no further investigation will be required.

Event description:
The customer reported, while in patient use an unresolved "transducer fault" alarm on this ventilator device. The customer stated no patient harm or injury with this event.